Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2009, this patient was being treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. Post-operative imaging revealed a proximal type I endoleak. The physician elected to wait and watch. The patient tolerated the procedure. At approx 11 days later, the patient was converted to open surgical repair due to persisting proximal type I endoleak. The devices were explanted and discarded at the facility. The patient tolerated the procedure.